Event description:
It was reported to boston scientific via an article that a retrospective study conducted between may 2024 and september 2025 evaluated early outcomes of water vapor energy therapy (wave) for benign prostatic hyperplasia in 37 consecutive patients. The median patient age was 80 years (range 69-(B)(6), with a median prostate volume of 76 ml, and 13 patients presenting a prominent median lobe. Preoperatively, 19 patients had an indwelling urethral catheter and 5 required intermittent catheterization, while 14 patients were receiving antithrombotic therapy. Reported complications included one case requiring conversion to transurethral resection of the prostate (turp) due to bleeding and one case of prolonged postoperative bleeding requiring extended hospitalization; no other severe adverse events were observed. The median duration of postoperative catheterization was 5 days overall and 29 days among patients previously catheter-dependent. Among the 19 preoperatively catheterized patients, 16 (84%) achieved catheter-free status. The study concluded that wave demonstrated an acceptable safety profile. This is for the patient that had prolonged bleeding that required hospitalization.